Event description:
A beckman coulter, inc. (Bec) customer service representative from the bec (B)(4) distribution facility reported a leak from a container of unicel dxi wash buffer ii. There was no impact to patient data or patient treatment associated with this event. There was no report of injury to the customer service representative associated with this event. Medical attention was not sought. The customer service representative reported that the material safety data sheet (msds) was reviewed.

Manufacturer narrative:
A gap in the seam of the cubitainer containing the unicel dxi wash buffer ii was responsible for the observed leak. A definitive root cause for the gap in the seam of the cubitainer has not yet been determined.bec identifier for this report is (B)(4).